Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during aetos anatomical shoulder surgery, the star tip of one (1) glenoid reamer driver broke. Broken piece was removed on back table before proceeding. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the star tip of glenoid reamer driver broke. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since, the t20 tip of the glenoid reamer driver broke inside the module glenoid reamer, and the t20 tip will be trapped within the construct and there is no chance of it getting lose and falling inside the patient. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. Corrected data: b5.

Event description:
It was reported that, during aetos anatomical shoulder surgery, the t20 tip of the glenoid reamer driver broke inside the module glenoid reamer. Broken piece was removed on back table before proceeding. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.